Manufacturer narrative:
This report is being updated to provide additional information provided by the customer. New information is reported in: a2, a3, a4, b5, b7, d4, d10, and h10. D4: model number: : nd1000010. D10: model number: nd2812375.

Event description:
Update: additional information: the patient had a bronchoscopy for the indication of pulmonary hypertension. The patient is being actively treated for positive acid-fast bacilli (afb) bal (treatment not specified). Patient's current condition is listed as "home". Two scopes were used in this patient¿s procedure, one of which has been cultured and found to be negative for afb. Case with patient identifier (B)(6) reports patient 1 of 7 with mycobacterium immunogenum identified in bal . Case with patient identifier (B)(6): 8th related complaint reported by customer (positive scope culture-no patient involvement reported). Case with patient identifier (B)(6) reports patient 7 of 7 with mycobacterium immunogenum identified in bal . Case with patient identifier (B)(6) reports patient 6 of 7 with mycobacterium immunogenum identified in bal . Case with patient identifier (B)(6) reports patient 5 of 7 with mycobacterium immunogenum identified in bal . Case with patient identifier (B)(6) reports patient 4 of 7 with mycobacterium immunogenum identified in bal . Case with patient identifier (B)(6) reports patient 3 of 7 with mycobacterium immunogenum identified in bal . Case with patient identifier (B)(6) reports patient 2 of 7 with mycobacterium immunogenum identified in bal.

Manufacturer narrative:
This report is being updated to provide corrected information. Corrected information is reported in d4 (moedl and serial number).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. On mar 10, 2022, two olympus endoscopy support specialists visited the user facility. During the onsite reprocessing in-service, the ess observed the scopes were being improperly reprocessed as follows: a. Inappropriate leakage testing method ·not perform angulation with placing whole scope under water. ·after leakage test, took out just the scope-connector from the water and disconnected the scope from the leakage tester, mb-155. B. Inappropriate brushing method ·not perform brushing from suction cylinder into channel appropriately. C. Inappropriate usage of suction cleaning adapter ·maj-222 was not attached. Not suctioning detergent after using syringe. The ess covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. Since the device is more than 15 years old, the device history record was unable to be reviewed. The manufacturing date is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the patient infection/positive culture and the device cannot be confirmed. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Although the exact model and sn of the suspect scope was not provided-the procode (B)(4) was selected as it represents most rigid and flexible bronchoscopes. The device referenced in this report has not been returned to olympus for evaluation. It is uncertain at this time if the customer intends to return the scope or not. The investigation is ongoing. Additional information has been requested from the customer to confirm number of patients/scopes involved in addition to additional details regarding the events. The last communication received from the customer (B)(6) 2022 stated that the facility's privacy and risk departments are reviewing the request. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This report has been submitted by the importer on MDR report number 2951238-2022-00301.

Event description:
The customer reports several lung transplant patients have had bronchial alveolar lavage (bal) specimens positive for mycobacterium immunogenum after bronchoscopies using disposable and reusable olympus scopes. The bal specimens were direct specimens that were not diluted. There is no ice/water introduced into the patients during the procedure. The customer randomly chose one bronchoscope to culture with sterile water, which was found to be positive for mycobacterium immunogenum. A physician at the facility observed a bronchoscopy and the lab processes for bal and saw no gaps in the procedures. The medivator automatic scope reprocessor (aer) was cultured (results not provided). The customer plans to culture the remaining 52 scopes in their fleet over the next month. The customer's internal lab is currently unable to perform environmental cultures on solid surfaces such as sinks, prep table due to type of swabs and process required. Additional details regarding the patient(s), device(s) and reported event(s) have been requested. At this time, no additional information has been provided.